Event description:
Four lubri-sil ic complete care temperature sensing urinary catheter trays opened and all four had discolored urinary catheters. (3 x 14fr and 1 x 16fr). FDA safety report ID# (B)(4).